Event description:
It was reported that the patient underwent a bowel obstruction procedure on (B)(6) 2013. There were no issues noted during the procedure. The device functioned as indicated. Post operatively, the patient was having issues. A scan with dye was performed and the dye disbursed throughout the patient¿s abdominal cavity. The patient was taken back for an exploratory laparostomy on (B)(6) 2013. There was no anastomosis at the site. There were staples around the site and healthy tissue. Surgeon not willing to provide any additional details. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information unavailable.